Manufacturer narrative:
Film evaluation results are: the exact cause of inaccurate delivery leading to unintentional coverage of the left renal artery during implant procedure could not be conclusively determined from the single angio image provided. Pre-implant anatomy information, films that showed inaccurate delivery of the cuff and occlusion of the left renal artery, and films that showed physician pulling the cuff distal to the left renal artery were not provided. The proximal aortic neck was essentially straight in the l-r orientation, but the proximal aortic neck angulation in the a-p axis could not be assessed; it was unclear if the events were related to patient's anatomy at the proximal aortic neck. The events may be related to operator's technique or use environment a good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of a 50 mm in diameter abdominal aortic aneurysm on (B)(6) 2016. The proximal aortic neck measured 32 mm to 34 mm to 30 mm in diameter along a 40 mm length. A bifurcate that measured 36 mm in diameter was not available during the index procedure. Therefore, the physician elected to use a 32x16x145 endurant ii bifurcate in conjunction with a 36x36x49 endurant ii aortic cuff. It was reported that, during the index procedure, an angiogram revealed that the planned endurant ii aortic cuff unintentionally completely covered the left renal artery after deployment. The physician elected to snare the endurant ii aortic cuff with a pig tail catheter. The physician successfully dislodged the endurant ii aortic cuff and pulled the cuff distal to the left renal artery. Ballooning was not performed on the endurant ii aortic cuff. An angiogram revealed that both renal arteries were patent, there was good seal, and no endoleaks were present. The event was resolved and the procedure was completed. Per the physician, the cause of the event was due to patient anatomy at the proximal neck.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.